Event description:
It is reported that the patient was revised due to dislocation. The surgeon noted grey/brown muscle tissue during the revision.

Manufacturer narrative:
This report will be amended when our investigation is complete.